Event description:
It was reported that the bd nexiva¿ closed IV catheter system had difficult disengagement during use. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that it was difficult to disengage the needle.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 20ga x 1.25in. Single port nexiva unit. Additionally, two photos are provided. The needle was received with the safety mechanism locked over the needle tip, which indicates that the needle was able to be retracted through the safety mechanism. The photos also show the needle with the safety mechanism over the needle tip. Functional testing to replicate the reported issue could not confirm any device damage or defects. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had difficult disengagement during use. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that it was difficult to disengage the needle.